Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that their battery had reached end of service on 2018-(B)(4), which was exactly 9 years from the day of their implant. They stated that they need to have the battery replaced. The patient has been scheduled to see their implanting physician but would rather see their pain management specialist. No further complications were reported or anticipated.

Manufacturer narrative:
Corrected to adverse event product problem. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant product(s): product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Other relevant device(s) are: product ID: 3778-45, serial/lot #: (B)(4), ubd: 30-mar-2014, UDI#: (B)(4); product ID: 3778-45, serial/lot #: (B)(4), ubd: 30-mar-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for cervical radiculopathy and cervical/neck. The patient reported that they were cleaning their house around (B)(6), and they suddenly noticed an increase of pain in their back, shoulders, and neck. The patient also noticed that they didn¿t feel stimulation at all. They tried to adjust the stimulation but got the end of service (eos) message. The patient indicated that they recharged their implantable neurostimulator (ins) perfectly when they went to (B)(6). They stated that they couldn¿t make their bed unless they were leaning against and stretching across it. The patient mentioned that they are afraid they pulled the leads out. No dissatisfaction with the ins longevity was alleged. The patient was to follow-up with their healthcare provider to have their ins replaced. No further complications were reported or anticipated.

Event description:
Additional information was received from the patient. They reported that the old pain stimulator did not work well too but somehow it was taken out and replaced on with a new pain stim.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-45, serial#: (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer 2018-09-24. It was reported the ins reached eos exactly 9 years after it was implanted on (B)(6) 2018. The patient had same day surgery to remove the old device and replace it with a new one. There were no problems with electrodes. The leads did not pull out. The patient was scheduled to turn the ins on (B)(6) 2018. No further complications were reported/anticipated.